Event description:
The customer reported that the freedom driver's ac power supply exhibited a flashing/flickering green light instead of a continuous green light. The customer also reported that the ac power supply was performing as intended apart from the light and it charged the onboard batteries in the appropriate amount of time. Although the freedom ac power supply exhibited a flashing light, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with an add'l ac power supply. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.